Event description:
It was reported that a patient had their device taken out in 2008. The exact date was unknown. It was stated that the device was removed because it was causing the patient pain and it was "too close to the surface". It was reported that the patient's implanting doctor would not do a revision so the patient had the device removed. It was noted that the device was helping her pain, but since the doctor would not do a revision she had to have it taken out.

Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).